Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has a complaint of xdcr/transducer fault per the log the last xdcr fault/transducer was noted two weeks ago. The reporter confirmed that there is no patient involvement associated on this event.